Event description:
It was reported that the customer has passed away. The caller stated that she found the customer and his girlfriend, dead, in the customer's car. The customer was wearing the insulin pump at the time of death. The caller stated that the customer's body was still located at the health sciences. The caller stated that she believes the cause of death was carbon monoxide poisoning because the customer had placed the exhaust of the car in the trunk (due to an accident one week prior to death). No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.